Manufacturer narrative:
. E1 - address 1: (B)(6). E1 - phone number: (B)(6). H3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, "due to angle", the needle from a rosch-uchida transjugular liver access set" perforated the sheath during a transjugular intrahepatic portosystemic shunt procedure in a 33-year-old female patient. In additional information received 13aug2025, it was clarified that the 14g stiffening cannula perforated the 5fr blue catheter. Thus, prompting this report. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. The device was received on 08sep2025, and additional evaluation of the device was performed on 02oct2025. Upon investigation, it was discovered that the 5 french blue catheter was not punctured; no damage to 5 french blue catheter was observed. The damaged component was hub separation of the 10 french black catheter. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event.